Event description:
The customer stated an architect c4000 analyzer generated a falsely elevated magnesium result for one patient sample. The architect generated an initial magnesium result of 6.4 and a repeat magnesium result of 2.1. The falsely elevated result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The discrepant mg result issue was addressed by inspecting and replacing the suspect cuvette and implementing a retest rule for high mg results. The complaint also explains that after replacing the suspect cuvette the cuvette cleaner crashed and damaged the dryer tip and 4 probes (nozzles). Field service addressed the damage caused by the crashed cuvette cleaner. The cuvette cleaner crashing issue is not related to the discrepant mg result issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency was not identified.

Manufacturer narrative:
Patient event (B)(4) no consequences or impact to patient. Device event problem (B)(4) (B)(6) result. A follow-up report will be submitted when the evaluation is complete.